Manufacturer narrative:
Product event summary: analysis was not able to confirm an issue with the analyzer; no fault found. Connectors appear good when viewed with microscope.

Event description:
It was reported the programmer and analyzer both will lock up / freeze. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2067l radio frequency head. (B)(4).